Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver only functioned when charging. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. Receiver functional tests were performed and passed. The data log was downloaded and retrieved. The data was reviewed, and errors related to the complaint were observed within the investigation window. A discharge test was performed and passed. The receiver was opened for an internal visual inspection and fail. The root cause was determined to be a damaged battery. The reported issue of receiver operates only when connected to charger is reportable based on the observation of an of receiver shutdown at capacity greater than 10%.